Event description:
The complaint is reported as: the unit will not turn on. The product usage when the alleged defect was encountered is unknown at this time.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned, therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with the investigation results.